Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 18-nov-1998, UDI#: (B)(4), product ID: 8596sc, serial/lot #: (B)(6), ubd: 18-jun-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine drug (25 mg/ml at 3.090 mg/day) via an implantable pump. It was reported that healthcare provider (hcp) wanted to check the pump/catheter before refilling the pump. Hcp was unable to aspirate the catheter during a dye study on (B)(6) 2026. No patient symptoms were reported. No falls or injuries were noted. Issue was unresolved. Surgical intervention was planned for a catheter revision but not yet scheduled.